Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen at their dentist where they were informed of a fractured #13 tooth. The patient scheduled treatment which includes a root canal and crown for the tooth. #13 has a necrotic pulp. Advised patient to hold in aligner and to provide a diagnostic findings letter after treatment is completed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.